Manufacturer narrative:
The customer's calibration signals were slightly lower than expected. Prior to the event, the customer had last performed calibration on (B)(6) 2020. This is outside of the recommended calibration timeframe. Product labeling states: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot, after 7 days (when using the same reagent kit on the analyzer), as required: e.g. Quality control findings outside the defined limits." Qc was acceptable. The sample was spun for 7 minutes at 3798 g (4081 rpm). Based on the type of sample tube the customer uses, this spin speed is higher than recommended. An abnormal aspiration error was observed on the alarm trace data on the day of the event. This suggests possible poor sample quality. The fse found the measuring cell was not passing instrument performance testing. The specific cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) cleaned the measuring cell flow path and completed instrument performance testing. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 602 module. The initial result from the e602 module was 170.9 pg/ml. This result was reported outside of the laboratory as a critical value. A new sample was obtained and run on a cobas 6000 e 601 module with a result of 5.9 pg/ml. The customer repeated both samples on the e602 module with results of 4.71 pg/ml (original sample) and 4.5 pg/ml (2nd sample). The troponin t hs reagent lot number was 429066 with an expiration date of jan-2021.